Event description:
This is a spontaneous case report received from a physician in united states on 11-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. The physician reported that while placing the essure, one of the springs came apart. Only one essure device was placed. Follow-up received on 11-dec-2015 from physician: the patient tolerated procedure well but has to repeat second tubal essure placement. The lot number of damaged or ae related event: d01968. Expiration date: aug-2017. No injury occurred. The original product is not available to be sent back. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, while placing the essure, one of the springs came apart. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 15-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, while placing the essure, one of the springs came apart. The device was removed and patient had no injury. This event is anticipated according to the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow-up information received on 08-jan-2016 - breakage questionnaire provided: the patient had a normal weight (bmi (B)(6)). The breakage was diagnosed on the same day of the procedure, on (B)(6) 2015. The implant inner coil broke. The instructions in the IFU were followed. Essure was removed (came out on its own) - the device came out of patient without any medical assistance. Device was retrieved from fluid collection bag. It was not medically necessary to remove essure. No injury occurred, but physician mentioned that breakage could have led to serious injury under less fortunate circumstances. Outcome was recovered and the device was available. Patient would return to office to replace essure. Follow-up information received on 08-jan-2016: the sales consultant said that during the insertion the patient was not tolerating the procedure well and the healthcare professional also noticed that one of the coils came apart so she removed the essure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, while placing the essure, one of the springs came apart. The device was removed and patient had no injury. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.